Event description:
Customer reported that the outer package of the PICC catheter was contaminated and wrinkled. 09/15/2023 - the customer reported this occurred with five devices however only one device was returned for evaluation. During evaluation of the returned device, it was determined that the tyvek packaging was damaged. This file addresses the fourth occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.